Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient¿s device worked well for 6 months and then progressively worsened to the point that it stopped working; the patient reported to the healthcare provider that 4 years had passed, and it was due for a replacement. The patient had urge incontinence symptoms which included little warning of needing to void. They complained of leaking with cough, sneeze, and laughing. They had urinary frequency and urgency, nocturia, and drank 1-2 cups of decaffeinated coffee per day. On the (B)(6) 2019 visit the patient¿s device was found to be turned off upon a check. The battery life was found to be 27-45 months and 0+2 lead had >4000 impedance. The patient¿s device was reprogrammed, and the patient felt it in the appropriate place at 0.6 amps. The lead resistances were accessed and fell into acceptable impedance ranges. The patient would have a follow up appointment after 2 months for a device check. A urine drug screening demonstrated normal bladder capacity, del ayed sensation, voided by valsalva, no evidence valsalva leak point pressure. A cystoscopy showed evidence of squamous metaplasia suggestive of chronic cystitis. When asked for the cause of the ins shutting off multiple times the hcp reported they first saw the patient on (B)(6) 2019 and didn¿t know why it was off when they arrived for their appointment. The hcp reported the actions taken to resolve the ins shutting off were that they turned the device on, they were feeling stimulation in the appropriate perineal area at 0.6 amps. The hcp continued that the patient was not having any pain from the device in their feet or ankles. When asked for the cause of the stimulation in the patient¿s foot, ankle and different areas the hcp reported the patient did not articulate stimulation in their ankles or feet, and they had no pain. The hcp noted the patient would return to the clinic for a device check on (B)(6) 2019 and they would check to see if their device was on and working properly when asked for the actions taken to resolve the stimulation location issue. The hcpalso noted the patient was given a phone number for the manufacturer¿s representative. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed it was not working anymore in 2017, they were having problems, they went back to their healthcare provider and told them something was wrong, and they couldn¿t get it going. The nurse practitioner went over it with the patient and put it on and it was not really working all the time. The patient stated all this time they thought their implant was turned on but not working to help their symptoms. The patient stated their urine issue was very very bad, they were wearing pads and diapers, so they tried botox in 2018 to fix their bladder which didn¿t work at all. The patient reported their device wasn¿t working and they went to healthcare provider the day before the call and were told their stimulator was off and they had 25-35 months left before the ins battery was depleted. The healthcare provider turned their device back on. The patient stated they talked with a manufacturer¿s representative the day of the call and it was not on again. The patient was worked with over the phone and were told to call in to get a programmer manual. The patient stated they didn¿t know why it was shutting off because the only thing they did with it was take the batteries out and put it away. Syncing with the programmer showed the stimulation was on. How stimulation may have been turned off was discussed with the patient however the patient had no idea. The patient was redirected to their healthcare provider if the problem didn¿t resolve. The patient stated it was better the day of the call than it was the day prior, they could feel it, like through their body and they knew it was on. The patient stated they couldn¿t explain it but could feel it whether it was in their ankle or their knee and they did feel it there. It was reviewed that they should feel stimulation in their pelvic floor and the patient stated they felt it in their feet and ankle different areas, but they were not hurting, and they did have very bad neuropathy in their feet and up to their ankles. The patient noted they felt a difference since the day before, but it was not hurting, and they couldn¿t explain it. The patient was again redirected to their healthcare provider to continue working to resolve their symptoms. An online tutorial and programmer manual were sent to the patient. No further complications were reported.